Manufacturer narrative:
Sample eval: received two empty, used pumps for eval and investigation. The pumps were refilled with normal saline solution to the nominal fill volume of 270ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pumps infused within spec.

Event description:
I flow received a report stating, fast flow. Infused in 18 hours instead of 24 hours. No fill volume, medication given. Flow rate is 10ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).